Event description:
It was reported that the handpiece began heating up during use and then stopped running. There was no reported patient or user injury and the procedure was completed with another available handpiece.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. In order to address the issue of the handpiece heating up the bearing housing and coil assemblies were replaced and preventative maintenance was performed. The handpiece has since been returned to the account.